Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right atrial (ra) lead was attempted but not used, and was replaced with a different lead. The physician suspected there was tissue around the lead and a non-specific issue of numerous extensions and retractions of the lead was noted. No patient complications have been reported as a result of this event.